Event description:
It was reported by the clinician that the spring wire guide was being removed when it uncoiled. But was removed intact. There were no patient complications reported. No further details are available.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.